Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not remove the used cartridge from the pump during the load process until prompted on the t:slim g4 pump screen no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. The customer's blood glucose level was 218 mg/dl. During the report it was found that the customer was not following the screen prompts when performing the load sequence. The customer successfully loaded a new cartridge to resolve the issue.